Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 and h10 with additional information provided by the customer that was inadvertently missed on the initial medwatch. Correction to h10: the facility reprocesses using a non-olympus product (by kaigen pharma co., ltd), a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material found contained amorphas carbon (spherical in shape), polypropylene (white solid material), and cellulose fiber (a white fiber). However, the cause of the foreign material remaining on the device could not be conclusively established. The event can be detected/prevented by following the instructions for use: reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Section 5.5 ¿manually cleaning the endoscope and accessories¿ under clean the external surface, describes how to clean the endoscope describes how to clean the device. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic and there was an approximately 5 minute delay in the procedure for equipment replacement.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the air/water nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and, the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation has been confirmed. In addition to the malfunction documented in b5, the additional evaluation finding found corrosion on the electrical contacts of the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, for a colonoscopy procedure there was difficulty inserting the scope and the angle wire broke. The customer further reported there were no problems with the unit during pre-inspection. The procedure was completed using another scope at the facility. There were no delays or patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction foreign matter inside the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.